Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1, implantable cardioverter defibrillator, (B)(6) 2013; a 6947, implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had decompensation heart failure symptoms. The left ventricular lead had not been sutured at implant and pulled back into the coronary sinus. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.